Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for atrial fibrillation with rapid ventricular response. It was further reported that there was intermittent oversensing and undersensing of the atrial lead during the atrial arrhythmia episodes. The ICD and atrial lead remain in use. No further patient complications have been reported as a result of this event.